Event description:
It was stated that insulin leaked from the reservoir after a couple of days of use. A blood glucose reading of 296 mg/dl was also reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.